Manufacturer narrative:
The device was returned to zoll medical and the reported malfunction was observed during testing. The hv module and bridge board were determined to be the cause of the report. However, root cause could not be identified due to the catastrophic nature of the burn damage to the hv module and bridge board. Analysis of reports of this type has not identified an increase in trend

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.